Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication during infusion. The device had only deflated from 139g total volume to 129g over 120 hours; however, the expected volume reduction was approximately 60g (0.5ml/hour for 120 hours). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.